Event description:
Manufacturer's reference #: (B )(4).

Manufacturer narrative:
The investigation of this complaint has been completed. Our field service engineer investigated the system on site and found a leakage in the double channel plate. The double channel plate was replaced which solved the leakage problem. The gaskets on the double channel plate were out of place and not possible to reinstall. Functional tests were performed with positive outcome. Evaluation of the received device logs shows that the system checkouts and leakage checks failed several times due to leakage. The leakage checks failed due to an excessive leakage. The double channel plate contains fresh gas channels, valve stems and valve seats for the inlet/outlet vaporizer valves (four vaporizer valves). On each vaporizer valve seat, a connection seal/gasket is mounted. A leakage may occur if a vaporizer connection seal/gasket is out of position. This fault will be detected during the system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, based on the field service engineer investigation and the log evaluation, is that the leakage occurred due to the connection seal/gaskets in the double channel plate having been out of position.

Event description:
It was reported that the anesthesia system failed the leakage test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).